Event description:
It was reported by the patient representative that the patient heart rate is lower than the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate.  The patient representative noted that the patient heart rate was checked with a blood pressure monitor and a pulse oximeter.  Patient representative also noted that they have performed these checks regularly for a long time and it's only in the last few days that the readings have gotten low.  The patient representative stated that the patient had a recent remote check done where the physician noted everything looked good and the physician commented that the patient had premature ventricular contractions (pvc) and that can ¿confuse¿ the device.  The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.